Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl; cause was not known. Food was consumed to address bg. As tandem technical support (cts) was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider. Upon follow up, customer reported no issues with the pump and required no further assistance from cts.